Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device would run automatically without triggering the device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the coupling could not engage the attachment, the housing was bent/deformed, the device failed the leak tightness test, would not hold/secure the battery, and would not run. It was further determined that the device failed pretest for leakage test, check the attachment coupling, check roundness of the housing, check falling out protection (steel ring), check function of new version falling out protection, check fitting of the lid, check for wear on housing, and check general function of the device. The assignable root cause of these conditions was determined to be traced to component failure due to wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant medical products: concomitant med products and therapy dates: battery charger device and battery device (14feb2023). Initial reporter name and address: reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from singapore that during pre-surgery testing it was observed that the battery charger device was unable to charge the battery device in all four ports and the handpiece device would run automatically without triggering the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.